Event description:
It was reported that prior to implant, the physician tested the lead and found that foreign material inside the helix prevented the helix for extending. The lead was not used and a new lead was placed successfully. The patient was stable and did not experience any adverse consequence.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.